Manufacturer narrative:
This report is being supplemented to correct applicable fields and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specification at the time of shipment. A definitive root cause could not be identified. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is due to the bent pins on the video receptacle board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation confirmed contact pins inside the video connector socket were bent; no image could be produced as a result. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical equipment technician that that the visera elite video processor will be returned for a reported "couple of pins are bent on the video connector" that was observed during preparation for use. During inspection and testing, the reported issue was confirmed as the unit failed due to bent contact pins inside the video connector socket; therefore no connection/image is possible (reportable). No patient injury or harm was reported.